Manufacturer narrative:
The field service engineer (fse) observed the waste tubing had come off the fitting and fluid contacted the blood sampling valve module electronics and shorted the mix motor's circuit. The fse replaced the normally closed tubing at pinch valve pv43 to resolve the issue. In addition, the fse replaced the mix module, solenoid #22, and the pneumatic power supply fuse due to contact with the fluid. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the event is likely attributed to the disconnected tubing at pinch valve pv43, which caused the fluid to come in to contact and damaged the mix module, solenoid #22, and the pneumatic power supply fuse.

Event description:
The customer reported approximately one half cup of pink fluid leaked underneath the instrument while analyzing two patient samples involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated the two patient samples generated r flags on the differentials. The r flag results were not released out of the laboratory. There was no patient impact associated with this event. The customer also noted a strange sound coming from the instrument at the time of the fluid leak. The customer stated the facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.